Event description:
The customer reported the system has lost cine loop playback capabilities. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive and reloaded software. System operates as intended. (B)(4).